Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic prolapse and urinary incontinence. The patient experienced pain, extrusion, infection, urinary problems, and bleeding. It was reported that patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific pinnacle were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, overactive bladder, frequency, incomplete emptying, weak stream, vaginal bulging, discomfort, burning sensation, atrophic vaginitis, urge incontinence and urgency. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with insertion of mesh to buttress the anterior vagina wall (pinnacle anterior mesh augmention) and cystoscopy.